Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 977a260, serial# (B)(4), implanted: (B)(4), 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Analysis of the implantable neurostimulator (ins) found no anomaly found.

Event description:
A consumer via a manufacturer representative reported she was not getting stimulation into her feet even after having met with a manufacturer representative for reprogramming many times. The representative noted only seeing one recorded reprogramming session. The clinical diagnosis was that the patient returned for routine evaluation and spinal cord stimulator (scs) reprogramming. The patient reported poor pain management with the scs and requesting to have it removed. The patient had complaints of her belly vibrating and the stimulator not. The patient reported poor pain management with the scs and requesting to have it removed. The outcome was unresolved at the time of study exit/death/study closure. Interventions included explanting and not replacing the entire system. The patient reported pain recurrence. The leads were viewed under x-ray guidance and appeared to be positioned correctly. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to stimulation. Signs and symptoms included reaching her feet. No environmental or external events impacted the consumer's status. Diagnostics could not be run as the device was dead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was loss of efficacy. The patient complained of the stimulator not helping. Signs and symptoms included peripheral neuropathy and complex regional pain syndrome. The patient reported that the spinal cord stimulator (scs) provided relief during the trial phase but it no longer was relieving her and causing her discomfort and aggravating and her chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.